Manufacturer narrative:
User was referred to a surgeon to have the two sensors removed. No further investigation was found necessary. H3.device evaluated by manufacturer? No,other. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user complaints that there are three sensors in the arm,two sensors were not removed and other one was placed in the right arm. Physician attempted to find the second sensor and stated that sensor had migrated down into user arm and gone into second layer of the skin and did not attempt to do the sensor removal since sensor was too deep into the skin. The patient will be referred to a surgeon and both the sensors will be removed.